Manufacturer narrative:
(B)(4). Method: the returned rt134 adult breathing circuit was pressure tested for leaks and submerged in a water bath to identify the source of the leak. Results: the breathing circuit water trap consists of two parts where the bowl can be removed during use for draining condensate. Investigation revealed a leak in the seal between the bowl and the lid of the expiratory water trap. A lot check revealed no other complaints of this nature for the lot number 091218. Conclusion: a leak in a water trap of the breathing circuit is usually detected by an alarm on the ventilator. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests the leaks must have developed post production. The user instructions for rt134 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a pt. Set appropriate ventilator alarms. (B)(4).

Event description:
A hosp in (B)(6) reported via a distributor that an rt134 adult breathing circuit leaked from the water trap. This was observed shortly after it was used on a pt. No pt consequence was reported.